Event description:
The subject device, along with its concomitant devices was implanted in 1992 during anterior cervical disectomy and fusion of c5-c7. A radiology report from 1993 found the device to be fractured. All devices were removed in 1997.

Event description:
The subject device along with its concomitant devices was implanted in 92. Over an unknown period of time post-operatively, the subject device and four of the concomitant devices were found to have fractured. All devices were removed in 97.